Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted.

Event description:
Explanting physician reported capsular contracture baker grade iii diagnosed by ultrasound. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: weight to spec. A visual and microscopic analysis was performed which identified: striated opening curved on anterior. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage."

Manufacturer narrative:
The event of "capsular contracture baker grade iii " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Explanting physician reported capsular contracture baker grade iii diagnosed by ultrasound. The device remains implanted. This record relates to the right side.